Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead dislodged during an unrelated procedure to implant a left ventricular epicardial lead. Right ventricular capture thresholds were noted to be elevated post procedure. A procedure to reposition the lead was completed (B)(6) 2019. The lead remained implanted. The patient was stable.